Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assembly was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "stator not on" error message during a procedure. No patient injury was reported.